Event description:
On 08-dec-2021 accelus was informed of a post-operative failure on a non-modular standard screw. Accelus was advised that the screw head appears in imaging to have broken at the point where it attaches to the shaft (or tulip was dissociated from the screw) and this may be consistent with a potential weld failure though investigation is still underway. The original procedure was a 2 level tlif and fixation procedure and took place on (B)(6) 2021. Currently there are no plans to perform a revision surgery as the patient is doing well and healing as expected. No patient harm was reported.

Manufacturer narrative:
At the time of the initial MDR filing integrity implants was reviewing all data to determine if a recall was required. Subsequent review determined that a recall action was required. This MDR follow up reflects this change. The recall was post marked on 02/03/2022. At this time integrity implants has not received a recall report number from the FDA. The company internal report reference number is 3012797630-02022022-00006-r.

Event description:
On 08dec2021 accelus was informed of a post-operative failure on a non-modular standard screw. Accelus was advised that the screw head appears in imaging to have broken at the point where it attaches to the shaft (or tulip was dissociated from the screw) and this may be consistent with a potential weld failure though investigation is still underway. The original procedure was a 2 level tlif and fixation procedure and took place on (B)(6) 2021. Currently there are no plans to perform a revision surgery as the patient is doing well and healing as expected. No patient harm was reported.